Event description:
Per the edwards lifesciences territory manager report, during a transapical tavr procedure the 26 mm sapien valve was implanted at the proper position (60/40 ventricular). Post deployment there was significant perivalvular leak (pvl) noted and the patient became hemodynamically unstable. The valve was post dilated with one additional cc added to the balloon; the pvl slightly improved, but was still significant and the patient unstable. A 2nd 26 mm sapien valve was prepped and placed inside the 1st valve, after which only trace pvl was noted. At the end of the procedure the patient was stable. The perceived pvl cause was reported to be the ¿highly calcified aortic annulus and 24 mm diameter¿.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the tavr procedure. Per the IFU hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to: minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause of the reported pvl post valve deployment with hemodynamic instability cannot be confirmed; however, per report the pvl was due to patient factors (highly calcified aortic annulus). It appears that the pvl occurred as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The valve is not available for evaluation, as it remains implanted in the patient; however, there was no allegation of a malfunction of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.